Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an inaccurate fill estimate was received after loading the cartridge onto the pump. The customer continued to use the current cartridge on the pump for insulin therapy and had manual injections available. Blood glucose level was 150 mg/dl.